Event description:
On 16-dec-2025, a sales representative reported via email that an ar-3653tsp knotless 2.6 fibertak rc soft anchor and two ar-3653sp knotless 2.6 fibertak rc soft anchors failed to deploy. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 12/24/2025: during a rotator cuff repair procedure, one ar-3653tsp knotless 2.6 fibertak rc soft anchor and two ar-3653sp knotless 2.6 fibertak rc soft anchors pulled out of the bone but remained intact, with no fragments left behind. The procedure was completed using ar-2324bcc biocomposite swivelock c suture anchor and ar-2323bcc biocomposite swivelock suture anchor. The event resulted in a 10¿15-minute delay, requiring additional anesthesia for the same duration. No adverse patient effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.